Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a burred guidewire is confirmed; however, the exact cause is unknown. One photograph of a guidewire tip was returned for evaluation. An initial visual observation of the photograph showed the tip of a guidewire. The weld tip of the guidewire appeared to be intact. A small burr was observed just before the guidewire weld tip. No use residues could be observed along the guidewire in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during PICC tubing placement, the vascular sheath failed to advance over the guidewire. Subsequent inspection revealed burrs on the guidewire. No further details available or provided.